Manufacturer narrative:
Based on the current information provided, although there is no allegation or evidence that a malfunction of the da vinci surgical system, instrument or accessory occurred, the cause of the uncontrolled hemorrhage related to the patient's death is unknown. Per the console surgeon, the cause of death was due to hemorrhage caused by patient anatomy related to poor lung tissue integrity. If additional information is received, a follow-up MDR will be submitted. A site complaint history review was conducted on (B)(6)2021 and did not show any additional complaints related to this event. A review of the site's system logs for the reported procedure date of (B)(6) 2021 on system sk3122 was completed. With exception of an 8mm 30 degree endoscope (part #470027-65, lot #sf00001940-721) and tip-up fenestrated grasper (part #470347-11, lot #n10210104-0087), all reusable instruments used in the case were used in subsequent procedures and a site history review shows no complaint filed against any of the instruments. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted from the customer to isi for review. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: according to the information in the description of the event and the patient past medical history, the patient, a (B)(6) male recently diagnosed with lung cancer, was scheduled to undergo a da vinci-assisted pulmonary lobectomy but under went a da vinci-assisted pleural decortication procedure due to the underlying condition of the lung. The pleural decortication procedure was complicated by a hemorrhage which seemed to occur toward the end of the procedure. The patient became hemodynamically unstable. The surgeon reactively converted to an open thoracotomy with the assistance of others to stop the bleeding and hemodynamically stabilize the patient. Unfortunately, the surgeon was unable to control the bleeding. The patient expired due to hypoperfusion due to the acute blood loss anemia. Both the system logs and surgeon indicate that there were no device-related errors. It is unknown if the surgeon made any use errors in the use of the da vinci system and instrumentation. It seems likely that the underlying condition of the patient¿s lung was primary driver that led to the uncontrolled hemorrhage. Towards the end of a da vinci-assisted thoracic pleural decortication procedure, the patient ¿started to crash¿ and as a result, the procedure was converted to open surgery due patient anatomy and unspecified bleeding. During the open surgery, additional surgeons attempted to assist the console surgeon to revive the patient but were unsuccessful. The patient expired. The cause of death was cited by the surgeon as being due to hemorrhage caused by poor lung tissue integrity. This MDR is being submitted as part of a retrospective complaint review. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that near the completion of a da vinci-assisted thoracic pleural decortication procedure on (B)(6) 2021, as the system was about to be undocked, the patient ¿started to crash.¿ as a result, the procedure was converted to open surgery due to patient anatomy and unspecified bleeding. The procedure was initially going to be a pulmonary lobectomy but then the surgeon changed it to a ¿thoracic pleural decortication¿ due to the condition of the patients lung tissue. During the da vinci-assisted surgical procedure, the patient¿s vital signs had been within normal limits but then suddenly dropped. During the open procedure, additional surgeons attempted to assist the surgeon of record and revive the patient by unspecified means yet the patient expired on (B)(6) 2021. The cause of death was cited by the surgeon as being due to hemorrhage caused by patient anatomy related to poor lung tissue integrity. It was reported that there were no system errors identified. There was no report of a da vinci system, instrument, or accessory malfunction during the da vinci procedure. The surgeon does not feel that the da vinci system, instrumentation, and/or accessories caused or contributed to the event. The system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended. The surgeon does not believe that the intuitive surgical, inc. (Isi) device(s) caused or contributed to the reported death.